Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received preloaded in the instrument and displayed a full complement of staples with the interlock set. No damage was noted to the knife blade. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right hemi-colectomy, the operator tried to close the jaw of the device between the distal ileum and proximal transverse colon to make the ileo-colic anastomosis, but the jaw of the stapler didn't close completely between them. The surgeon tried to close the jaw several times more but it didn't close. Another device was used to resolve the issue. No patient harm.